Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, while resecting the colon, the stapler did not fire even though the green button was pressed and handle was squeezed. The stapler was replaced to complete the case. There was no patient injury.